Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be re-opened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the arm could not be fixed. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the air swivel was dented. The quick connect button was bent. A functional evaluation revealed that the unit failed the weight test. There was excessive oil within the bimba tube housing as well as on the bimba piston. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The piston migration was at 2.32 inches. The complaint of was confirmed and the root cause has been determined to be excessive oil loss caused by a worn seal within the amplifier piston. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions.